Event description:
It was reported a patient underwent a spinal case on (B)(6) 2023 and suture was used. The needle bent when neurosurgeon was suturing the subcut tissue layer. No reported patient consequences. Additional information has been requested. Upon receipt and analysis of the sample, the needle was observed to be not in its original shape due to use. In addition, it was noted that the tip area was broken.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome/consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Unknown. Was not present in the case. As far nothing was said by the surgeon. Could you please clarify how many devices were involved in this procedure? Please confirm. As far as I understood the sister opened up another suture for doctor and he closed the incision. What is the lot number? I did type in the lot number but the system did not pick it up. I deleted lot and typed it in again still no matching lot number came up. H3: evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one detached needle suture in two sections that pertained to product code . In order to evaluate the conditions of the returned sample, it was observed the needle has lost its original shape due to use. In addition, it was noted that the tip area was broken. This sample will be forwarded for further analysis due to the needle breakage. No conclusion could be reached due to the sample needs additional evaluation. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/7/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was identified as product code mcp4271h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.